Manufacturer narrative:
Device evaluation: it was originally reported that the device would be returned for evaluation, however, the device was discarded by the user and is no longer expected to return. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Manufacturer narrative:
Device evaluation: the affected device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during cardiac angiographic procedure air was injected into the left internal mammary artery. The reporter stated that the physician forgot to flush the line. The patient did not react to the air injection. No harm or injury to the patient was reported.